Manufacturer narrative:
The event date was unknown hence the bsc aware date was used. Problem code captures the reportable event of dart detachment; problem code captures the reportable event of hematoma. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on unknown date. According to the complainant, during the procedure, the suture and the dart separated on the first deployment of the device. The suture was then replaced. The first to third deployments were not performed properly, and on the fourth deployment, the dart stuck in the muscle and the suture did not pass through. The suture was removed. Eventually, the procedure was successfully completed with another capio slim device. However, on the next day, the patient had hematoma.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on unknown date. According to the complainant, during the procedure, the suture and the dart separated on the first deployment of the device. The suture was then replaced. The first to third deployments were not performed properly, and on the fourth deployment, the dart stuck in the muscle and the suture did not pass through. The suture was removed. Eventually, the procedure was successfully completed with another capio slim device. However, on the next day, the patient had hematoma.

Manufacturer narrative:
A visual examination of the returned capio slim device revealed that the cage was severely damaged (bent) and was separated from the capio device. Due to this condition, the functional test could not be performed and this could contribute to the reported failure thereby confirming the event. Analysis also revealed that the capio carrier was in good condition. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The failure found was probably caused due to excessive handling and manipulation of the device during the procedure and it could have been caused due to excessive force applied and this could limits the performance of the device. Based on the information available and the analysis performed the most probable cause for the complaint event is cause traced to component failure.